Manufacturer narrative:
Additional information: (h) attached medwatch. Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 23x1 rb had leakage. The following information was provided by the initial reporter: material #305902, batch #5280959. Verbatim: rcc received a complaint via email. Email(s) attached. Patient was here for b12 injection, dose was drawn up with blunt tip needle and then im needle placed for administration. Skin was pierced in usually fashion for injection, when medication was to be administered, it was noted that the medication was leaking out of needle hub. Needle was removed, safety shield deployed and reevaluated. Medication was leaking from hub where needle and hub meet. Pharmacy notified and replacement dose was issued. Needle used bd safetyglide ref 305902 lot 5280959, exp 9/30/30.